Event description:
After the iab was placed, the patient's pulse wasn't detactable in the foot. The physician suspected iliac stenosis and elected to remove the iab via a cutdown. After removal, a clot was found in the patient, and it was removed. Further information from the hospital indicates that the patient wasn't given heparin during the procedure. The patient recovered without any complications.